Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was to be used in the esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician began deploying the ultraflex esophageal ng stent in the esophagus but when the stent was about 80% deployed, the deployment suture was unable to be pulled any further and the stent could not be released. The ultraflex esophageal ng stent was removed from the patient partially deployed on the delivery system. After the device was removed from the patient, the ultraflex esophageal ng stent was tested outside the patient and the stent was released properly. The physician believes that because the patient's anatomy was tortuous, resistance was met and therefore the deployment suture was unable to be pulled. The procedure was completed with another ultraflex esophageal ng stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A deployed ultraflex¿ esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent has already been deployed. Additionally, the catheter was severely kinked. No other issues were identified during the product analysis. The damage to the catheter discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on february 12, 2016 that an ultraflex esophageal ng stent was to be used in the esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician began deploying the ultraflex esophageal ng stent in the esophagus but when the stent was about 80% deployed, the deployment suture was unable to be pulled any further and the stent could not be released. The ultraflex esophageal ng stent was removed from the patient partially deployed on the delivery system. After the device was removed from the patient, the ultraflex esophageal ng stent was tested outside the patient and the stent was released properly. The physician believes that because the patient's anatomy was tortuous, resistance was met and therefore the deployment suture was unable to be pulled. The procedure was completed with another ultraflex esophageal ng stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.